Event description:
It was reported that iab was inserted via femoral artery. After 1 day of use, dr felt iab support was not longer required. Resistance was met at the removal of catheter. They reported using a "little" force. They removed half the balloon as it reportedly was still partially inflated in pt. Also noted was a thrombus within the balloon that prevented the "ileum" from being removed from balloon. Md had to tear balloon to remove "ileum". Iab was successfully removed from pt. Pt was not injured. No pump alarms occurred during use.